Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g1, g2, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hinge spring in the pocket protruded through the cracked corner, left a sharp wire exposed. A field service engineer replaced the broken cubie pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system sharp edge cut the user hand across 3 fingers when attempted to recover the drawer failure. Customer stated that the technician was tapping on the pocket and swiped the hands across the pockets which resulted a cut on fingers. Customer confirmed that the user applied bandage on each finger to treat since the cut was not deep.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the spring of the hinge in pocket was sticking out of the cracked corner which resulted in a sharp wire poking out. A field service engineer replaced the affected pockets to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system sharp edge cut the user hand across 3 fingers when attempted to recover the drawer failure. Customer stated that the technician was tapping on the pocket and swiped the hands across the pockets which resulted a cut on fingers. Customer confirmed that the user applied bandage on each fingers to treat since the cut was not deep.